Event description:
It was reported that the patient received inappropriate therapy due to high lead impedance. Lead damage is suspected. It was noted that the patient mentioned feeling numbness around his arm. The lead was capped.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported anomaly was confirmed. The lead was returned in two sections. Analysis found multiple insulation abrasions. The is-1 proximal and df-1 rv cables were exposed in these areas. The is -1 proximal cable insulation was abraded at 46.5 cm from the helix. The etfe insulation on the df-1 rv cables was abraded at 38 cm and both cables were melted at 39 cm from the helix.